Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Complaint confirmed via inspection of the unit. The shock cushion was worn and had moved forward in the base handle and was impeding the 6-inch transitional from going in or out of the handle smoothly. The unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2009). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports which are linked to mfg report numbers: 3004608878-2020-00669. 3004608878-2020-00670. A facility reported that the cam rod and lever on the mayfield ultra base unit would not accept the transitional member. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.